Event description:
This device was implanted on (B)(6) 2012 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) theresa in (B)(6). A call to technical services on 10/23/2013 states that the superior vena cava shock impedance gradually rose since on (B)(6) 2012 from 50-60 ohms to 160 ohms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).